Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument's roll bearing was found to be broken on the proximal end. This event is being reported due to the following conclusion: the endowrist stapler 45 instrument was found to have a broken roll bearing during failure analysis investigation. Although the customer reported event does not itself constitute an MDR reportable event, the broken roll bearing could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported during a da vinci assisted sleeve gastrectomy surgical procedure, the stapler 45 instrument would not rotate. There was no report that any fragment(s) from the instrument fell into the patient. The planned surgical procedure was completed and there was no report of any patient harm, adverse outcome or injury due to the reported issue.